Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent has been moved distally. There is stent damage on the proximal side with struts overlapping and bunched together from proximal end of balloon to centre of balloon. The distal end of the stent was positioned over the distal markerband. The damage to the stent is consistent with force/resistance being applied to the stent during withdrawal attempts from the patient. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypo kinks along catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28apr2016. It was reported that crossing difficulties were encountered. The target lesion was locate in the severely tortuous coronary artery. After pre-dilation was performed using a non-bsc balloon catheter, a 38x2.50 promus premier¿ stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.